Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the battery incision site. Symptoms of redness, swelling and impaired wound healing were noted. The physician confirmed that the infection was device related and performed debridement and irrigation. The patient was hospitalized and underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.